Event description:
Reporter's meter-to-lab (venous draw), back-to-back fasting comparison, was 134 and 250 mg/dl respectively. Control solution test was 152, 149(96-144) mg/dl. Reporter was using expired control solution. Reporter was not experiencing any symptoms.